Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the specimens are locking on the bd synapsys¿ server. There was one occurrence in this event and there was no patient impact reported. The following information was provided by the initial reporter: "customer reports specimens are locked on the synapsys server."

Manufacturer narrative:
This MDR is not reportable and is being submitted for cancellation. Due to wrong event and reportability.

Event description:
It was reported by the customer that the specimens are locking on the bd synapsys¿ server. There was one occurrence in this event and there was no patient impact reported. The following information was provided by the initial reporter: "customer reports specimens are locked on the synapsys server."